Event description:
The customer complaints blood leak during the treatment. The blood loss was unsignificant. No patient harm and no medical intervention was needed.

Manufacturer narrative:
Internal blood leaks can occur due to damage of the hollow fibres. The investigation is still ongoing. The root cause of this event cannot be determined at the moment. Gambro does not regard the submission of this report as an admission of liability.